Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. After a difficult transseptal puncture a small pericardial effusion appeared. Cardiac tamponade was reported. The watchman device was deployed with good result. Post procedure, a drainage was performed. A tee was used for the procedure. No trace of effusion was noted on the echo prior to the procedure.

Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. After a difficult transseptal puncture a small pericardial effusion appeared. Cardiac tamponade was reported. The watchman device was deployed with good result. Post procedure, a drainage was performed. A tee was used for the procedure. No trace of effusion was noted on the echo prior to the procedure. It was further reported that the versacross device was disposed. The transseptal was need to be very posterior due to the anatomy and localization of the left atrial appendage (laa). The physician does not know cause no sternotomy. The device did not malfunction or physician does not believe device caused complication. Patient did not stay for extended time and the patient was completely recovered with no complication no surgery and returned home.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.